Manufacturer narrative:
Investigation summary: one photo and one 5ml syringe in an opened blister pack from batch: 9346350. It was observed there was no scale markings present on the syringe, which was rejectable per product specification. A potential root cause for the missing scale marking defect is associated with the marking process. No corrective actions are necessary based on the defective rate identified. Batch: 9346350 is considered in compliance with our product specification requirements. DHR review: release date: 12/19/2019. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch: 9346350 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment.

Event description:
It was reported that 5 ml bd luer-lok¿ syringe sterile, single use was missing the scale markings. This was discovered before use. The following information was provided by the initial reporter: material no. 309646, batch no. 9346350. It was reported that the syringe was missing the markings. Additional information: [07-aug-2020] via email. Only 1 syringe was noted with this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 ml bd luer-lok¿ syringe sterile, single use was missing the scale markings. This was discovered before use. The following information was provided by the initial reporter: material no. 309646, batch no. 9346350. It was reported that the syringe was missing the markings. Additional information: [07-aug-2020] via email: only 1 syringe was noted with this issue.